Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit and keypad anomaly customer's blood glucose at time of incident was 434 mg/dl. Customer stated that he is not able to clear the alarm. Customer stated the screen froze and placed new battery but it kept freezing. Customer also stated that none of the button is working. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 434 mg/dl. The customer was treated for high blood glucose with manual injection. Customer was not wearing the pump for 6 hours and did not have access to his backup plan.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor also, found corroded keypad traces. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. No battery out of limit noted. All of the buttons are functioning properly. The insulin pump passed displacement test, rewind, a21 error test, self-test, off no power test and basic occlusion test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No frozen screen noted during our testing and time clock advances properly. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and scratched reservoir tube window.